Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a cage insertion the implant holder of t-pal stuck in the implant itself and was not easy to remove. After tightening the implant holder and releasing the implants afterwards, the cage could be normally detached. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.